Manufacturer narrative:
Per tandem's t:slim x2g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board indicated that a bolus had been delivered that the contact did not recall being requested. Upon review of the pump history, it was found that the customer had requested a 10 unit bolus most likely due to user error. Blood glucose (bg) level was 56 mg/dl. Tandem technical support advised the contact to read through the prompts before confirming bolus requests. A follow-up call to ensure that the customer's bg level was stable was declined by the contact.